Event description:
The customer reported via phone call that she experienced high blood glucose levels for two days. The customer's blood glucose was 408 mg/dl. During troubleshooting, the customer explained not feeling well, head hurting, feeling drained and feeling exhausted as symptoms of her high blood glucose. The customer treated her high blood glucose with a manual injection. The customer also stated that the drive support cap appeared normal. The customer confirmed that the cannula was straight and not bent. The customer declined to perform the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer later acknowledged that the settings in the insulin pump were incorrect and decided to contact her doctor. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.